Event description:
The loop broke after the resectoscope was inserted, and before the cutting started. The foot pedal was not yet activated. The urologist was able to remove the loop out of the bladder/prostate, no health hazard for the patient. The urologist took another new loop to continue.

Manufacturer narrative:
The device failure appears to be due to the absence of or insufficient level of epotek glue at the tip of the device. The use of electrodes does occasionally cause the glue to erode with use, but this is commonly associated with heavy usage, i.e. Use on high power, over extended periods of time. The initial customer complaint stated that the tip broke off prior to use. It can be concluded that the tip did fall out due to the lack of epotek, but it remains unclear as to why there was little or no epotek evident. Further investigation into the failure mode is being carried out under (B)(4). This investigation work is being co-ordinated by the CAPA team and once this has concluded an updated report will be added to the complaint file and communicated to the customer.